Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a small area with incomplete flap at the hinge. A blade was used to lift the flap. Treatment was completed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the log files for the day of treatment shows during the whole day the user performed successful treatments without any errors or warnings. User used energy settings which are within the defined tolerable arrangement of pulse energy. During the complete day, the energy was stable with no abnormalities. No abnormalities or deviation could be identified by reviewing the log files. No technical root cause was identified as the product was found to be within specifications. Clinical review stated the treatment report shows a bubble superiorly close to hinge and canal which is caused by formation of gas during the cutting procedure. Due to short canal adjustment this gas accumulation could not escape and was then released through the bowman¿s membrane and accumulated again between gas and applanation cone. Consequently, after such vertical gas breakthrough (vgb) the affected flap area usually remains uncut. (B)(4).